Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain syndrome'), device dislocation ('migration of essure device, location: abdominal cavity'), fallopian tube perforation ('tubal perforation from the wire/ failure to occlude (close) fallopian tube(s)') and genital haemorrhage ('abnormal bleeding (general)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included dyspareunia, dysmenorrhea, metaplasia, hyperplasia endometrial, cervicitis, adenomyosis and hyperplasia. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inablity to have sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive system condition: ibs"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss (specify which one) weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine adhesions ("deeply adherent uterus"), vaginal discharge ("vaginal discharge") and migraine ("migraines / headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and total abdominal hysterectomy /extensive lysis of adhesions, dilation and curettage). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, genital haemorrhage, vulvovaginal pain, menorrhagia, vaginal haemorrhage, uterine adhesions, dyspareunia, female sexual dysfunction, vaginal discharge, irritable bowel syndrome, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, hormone level abnormal, migraine, nausea, fatigue and weight increased outcome was unknown. The reporter considered bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine adhesions, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: right fallopian tube secondary to essure wire- like device. Curled configuration of the l eft essure wire indicating possible tubal perforation from the wire with the distal portion of the left fallopian tube patent with spillage at the end of the left tube demonstrated unilateral occlusion (right tube occluded). Nuclear magnetic resonance imaging - on (B)(6) 2012: nonenhaneing lipomatous lesion likely a subcutaneous lipoma in the lateral upper arm soft tissues. Pathology test - on (B)(6) 2012: uterus and cervix (total hysterectomy) : - cervix: acute and chronic cervicitis with squamous metaplasia. No evidence of dysplasia or malignancy. - endometrium: benign proliferative endometrium and scant ciliated (tubal) metaplasia - myometrium: focus of adenomyosis no malignancy seen. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs- hormonal changes, abnormal bleeding (general), bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraine headache, migration of essure device, location: abdominal cavity, nausea, fatigue, ibs, vaginal discharge, weight gain, vaginal pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia). Reporter information, medical history, events onset date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain syndrome') and fallopian tube perforation ('tubal perforation from the wire') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, dysmenorrhea, metaplasia, hyperplasia endometrial, cervicitis, adenomyosis and hyperplasia. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine adhesions ("deeply adherent uterus"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total abdominal hysterectomy /extensive lysis of adhesions). At the time of the report, the pelvic pain and uterine adhesions outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain and uterine adhesions to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: right fallopian tube secondary to essure wire- like device. Curled configuration of the l eft essure wire indicating possible tubal perforation from the wire with the distal portion of the left fallopian tube patent with spillage at the end of the left tube demonstrated. Nuclear magnetic resonance imaging - on (B)(6) 2012: nonenhaneing lipomatous lesion likely a subcutaneous lipoma in the lateral upper arm soft tissues. Pathology test - on (B)(6) 2012: uterus and cervix (total hysterectomy): cervix: acute and chronic cervicitis with squamous metaplasia. No evidence of dysplasia or malignancy. Endometrium: benign proliferative endometrium and scant ciliated (tubal) metaplasia. Myometrium: focus of adenomyosis no malignancy seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: mr received. Events:tube patent with spillage at the end of the left tube, chronic pain syndrome, deeply adherent uterus were added. Medical history were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.